Event description:
A male patient underwent emergency aaa repair in 2008. Due to a unique anatomy, the landing zone gave the physician two options: to go slightly above the renals or 2 cm below. He chose 2 cm, which gave a more proximal placement. In 2009, at a follow up, the patient had developed an distal type I endoleak, thus requiring an additional device placement. The status of the patient is unknown.

Manufacturer narrative:
Event evaluation: still under investigation.